Event description:
A kiwi fall apart during a c section last week, literally come apart. The small white piece fell off on the or table during use and then later as we are closing skin I look on my mayo stand and found the small plastic piece. Both could have fallen in the patient and not been noticed. When it was first applied, we lost suction while using it and applied it again and it wouldn't latch and we looked at it to see what was wrong and then saw the piece of plastic on the or field, then asked for another.